Manufacturer narrative:
Device evaluation of battery charger (B)(4) has been completed. The reported problem (does not power on) was confirmed. As received, the battery charger would not power on. Upon evaluation, there was contamination throughout the unit. The cause of the inability to power on is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a battery charger indicating that it was unable to power on.